Event description:
In february 2002 the end-user called medtronic minimed, USA. The end-user was hospitalized for 4 days, recovered and discharged. The end-user stated that the soft cannula was bent. On april 17, 2002 maersk medical a/s received the complaint and 1 used cannula part (base piece). The incident took place in USA.